Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported by the spouse that the patient noticed that his readings were low. The dexcom display device was showing 73mg/dl during that time. The trend arrow was not described. The patient's wife took a fs but the fs was already showing 40 mg/dl. The patient passed out and hit his head on the ground. The spouse called the paramedics to take the patient to the hospital. The staff lifted his sugar up by providing IV. Insulin was reportedly dosed at an unspecified time during the treatment. At an unspecified moment, the patient took another test with his fs and it was showing 250 mg/dl. The egv at that moment was not documented. As per the spouse, they stayed in the hospital for 4-5 hours. The patient was discharged the same day. For an unspecified reason, the patient took 13 glucose tablets and gatorade upon going home. The patient was doing fine at the time of the report 5 days after the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.